Manufacturer narrative:
H.6. Investigation: one mz1000 sample from lot 20026010 was received in open packaging for investigation. A visual inspection confirmed the customer's experience as the thread of male luer was received deformed; the rim of the male luer appeared dented inwards. A definitive root cause for the observed damage could not be determined during the investigation, however it is possible for such damage to occur during the automatic assembly process if the component strikes part of the assembly machine during transfer between workstations. A review of the production records for lot 20026010 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Event description:
It was reported that the maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from japanese to english: "the hcp felt tightness when connecting mz1000; the hcp then checked the product and discovered a damage on the product."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from japanese to english: "the hcp felt tightness when connecting mz1000; the hcp then checked the product and discovered a damage on the product."